Manufacturer narrative:
B5: updated. H6: patient code added.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery due to cuff erosion. The existing cuff was explanted and replaced with a new one. The explanted cuff is not expected to be returned. Should additional information be received, or product be returned, a supplemental report will be filed upon completion of the product analysis. Additional information was later received indicating the patient also experienced urethral atrophy in addition to the previously reported erosion. It was further noted the patient was not reimplanted at the time of the explant procedure, but rather, several months later. No patient complications were reported.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery due to cuff erosion. The existing cuff was explanted and replaced with a new one. The explanted cuff is not expected to be returned. Should additional information be received, or product be returned, a supplemental report will be filed upon completion of the product analysis.